Event description:
Initial report received from pt indicating "scheduling for surgery to remove granuloma caused by pump". Pt reported numbness in rt leg and very concerned about impending surgery and stated "I don't think I can stand the surgery". Follow up with hcp revealed the pt has been receiving a combination of dilaudid 50 mg (concentration 100mg/ml) and clonidine 400 mcg (concentration 800 mcg/ml) and clonidine 400 mcg (concentration 800 mcg/ml) intrathecally. Current dose of dialudid is 2000. Medication prepared by local pharmacy. The mass was diagnosed by myelogram lumbar spine in 2001. The pt had experienced a recent increase in usual pain and symptoms of weakness in lower extrmities. At last report the pt was seeking another opinion and their pump was alarming due to low battery and not functioning well. Pump has been implanted approx 48 months. Pt is refusing to have pump replaced due to fear of the surgical procedure.